Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device got really hot during a case after the patient was already intubated and the procedure could not be completed. The patient will have to go under general anesthesia again once the procedure is rescheduled. No medical intervention or other adverse consequences were reported.

Event description:
It was reported that the device got really hot during a case after the patient was already intubated and the procedure could not be completed. The patient will have to go under general anesthesia again once the procedure is rescheduled. No medical intervention or other adverse consequences were reported.